Event description:
Reference number (B)(4). Event occurred in new zealand. It was reported that the patient faced an event of diabetic ketoacidosis on (B)(6) 2024. Patient first went to emergency room and later was admitted to hospital. Patient was found to be positive for ketones i.e. 2.1. Blood glucose level was 24.2 at the time of the event. No further information was available.